Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings: moisture was observed in the battery compartment. There was a crack found on the side of the battery compartment. The threads on the battery cap were found to be stripped. There was no additional evidence of moisture inside the pump. Unrelated to these issues, the keypad was torn, but all buttons were normally responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, moisture was present in the battery compartment, and the battery cap had stripped threads. This report is made based on results of investigation completed on 09/19/2015.